Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. A review of field system error logs showed the unit had the following errors: 32097, 25730, 307, 25743. A visual inspection was performed and showed no external damages. The unit was placed on in-house system and the following errors occurred: 32097, 32126, and 32125. The unit was placed on surgeon side console (ssc) fixture test platform (sftp) to perform fitness tests and one hour sine cycle. Unit failed on the verify encoder calibration. The unit also had errors 25730, 25732, 32133, 23049, 17, 40084, 307, 32097, 32125, 32126. Due to missing node errors, unit was transferred to engineering for further investigation. Engineering concluded root cause of the errors during field and in-house to be due to the following components: manipulator controller master forearm (mcmf), manipulator controller master platform (mcmp), slip ring, slip ring constraint, o-ring, and lower frame. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the mcmf, mcmp, slip ring, slip ring constraint, o-ring, and lower frame in the mtm. This issue may be resolved by fse service to replace the master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that there was an issue with the left controller. The site had already attempted a restart, but the issue persisted. The technical support engineer (tse) inquired if both consoles were necessary for the site's operations. The site decided to turn off console 2 and restart the system without it. After this action, the system restarted normally, and the site was able to continue with their case. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed with one console.